Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer¿s blood glucose level was 28 mmol/l. Customer stated that they received insulin flow blocked alarm during filling process. Customer stated that they rewind the insulin pump and when tried to load and fill the insulin pump was not responding. Assisted customer in performing a 5.0 unit manual prime. Customer stated that insulin did exit the tubing. Customer was assisted with load reservoir. Insulin pump alarmed insulin flow blocked alert with load reservoir. The device will not be returned for analysis.